Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery out limit alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was rejecting the batteries and alarming battery out limit. It was noted that the alarm persisted even after a new battery cap was placed. Customer's blood glucose reading at the time of the call was 212 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.